Event description:
The customer reported to baxter (B)(4) an incident occurring on (B)(6) 2010 regarding a y-type catheter extension set. The customer reported that the y connector between the catheter and male luer lock loosened and completely disconnected from the patient. There was no patient impact due to the positive cap on cvc line being used which prevented blood and fluids to return; however, the medication leaked onto the bed. The incident was caught early; however, approximately 15 minutes of fluid leaked onto the bed instead of infusing into the patient. There was no reported patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be completed as the lot number is unknown.